Manufacturer narrative:
(B)(4). Evaluation summary: the partially primed device and an unused companion sample were received for evaluation. Visual inspection of the samples did not identify any abnormalities that could have contributed to the reported condition. Both samples were then primed. A 25 gauge needle was attached to the male luer of each sample to simulate use. Both samples primed and flowed normally. The reported condition was not confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set would not prime. This occurred while attempting to prime the set. There was no patient involvement. No additional information is available. This is report 13 of 13.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.